Manufacturer narrative:
The analyzer's serial number is (B)(6). The sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient on a cobas e 801 analytical unit. The sample results with the 9-minute application were: the initial result was 593pg/ml and the repeated result was 575 pg/ml. The sample results with the 18-minute application were: the initial result was 257 pg/ml. This result was reported outside the laboratory as the final result. The repeated result was 256 pg/ml. This result was obtained on another e801 module. The questionable results were not reported outside of the laboratory. The sample was repeated as the results were not consistent with the patient's clinical status and the patient did not have a history of cardiac dysfunction.

Manufacturer narrative:
The patient's sample was investigated. The investigation of the sample indicated an interference with heterophilic antibodies was present. The clinical data indicated that the patient was diagnosed with liver cancer, but it was unknown if the patient was treated with monoclonal antibody therapy (for example mouse origin that could be the source of the generation of heterophilic antibodies in this patient). This heterophilic antibody interference could also explain the difference in normal vs. Stat method. When the heterophilic antibodies have low binding affinities they take longer to bind and interfere with the test, explaining the patient's lower test result with the 18-minute application. Product labeling states: "for assays using antibodies, the possibility exists for interference by heterophile antibodies in the patient¿s sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures using immunoglobulin or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Carefully evaluate the results of patients suspected of having these antibodies."